Event description:
During a check-out procedure at the manufacturer's service center, a ventilator screen was black and displayed contents are not viewable. The device was not in patient use. The device's lcd display was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly, and software version was checked.